Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient's cycler leaked. When treatment was complete, the nurse disassembled the device and discovered the leak while removing the cassette. The set was discarded. During follow up, with the patient's pd nurse she reported the patient's effluent remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.